Event description:
Patient was revised to address leg length discrepancy. **update** 2/20/2013- litigation papers received. The MDR decision has been reversed and all products reported. There is no new additional information that would affect the investigation

Manufacturer narrative:
Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other leg length discrepancy related reports against the product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided. It is known the asr devices were voluntarily recalled from the market. Based on the inability to determine root cause, the need for further corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy still considers the investigation closed.